Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and a software application update was implemented to change the atrial sense lead configuration to off when the device is programmed to a non-atrial sensing mode. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that a previous follow-up appointment, an increased energy consumption was noted from this device battery. Two months later, this patient was admitted for a non-cardiac related infection and device data was reviewed. The battery longevity had substantially decreased since the last follow-up. Boston scientific technical services was contacted and confirmed that the increased power consumption and shortened longevity were the result of high atrial rate sensing due to the patient's atrial arrhythmias. It was recommended to monitor the battery status after 90 days pending a device replacement procedure. However, due to the patient's terminal cancer and expectancy of less than 4 months, a replacement procedure cannot be performed. The physician optimized the device output and the patient is continuing to be monitored. The device remains implanted and in-service. No adverse patient consequences were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a previous follow-up appointment, an increased energy consumption was noted from this device battery. Two months later, this patient was admitted for a non-cardiac related infection and device data was reviewed. The battery longevity had substantially decreased since the last follow-up. Boston scientific technical services was contacted and confirmed that the increased power consumption and shortened longevity were the result of high atrial rate sensing due to the patient's atrial arrhythmias. It was recommended to monitor the battery status after 90 days pending a device replacement procedure. It was previously communicated that due to the patient's terminal cancer and expectancy of less than 4 months, a replacement procedure would not be performed. The patient's condition has since improved substantially and a replacement procedure is anticipated within 90 days. At this time, the device remains implanted and in-service. No adverse patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected and detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that a previous follow-up appointment, an increased energy consumption was noted from this device battery. Two months later, this patient was admitted for a non-cardiac related infection and device data was reviewed. The battery longevity had substantially decreased since the last follow-up. Boston scientific technical services was contacted and confirmed that the increased power consumption and shortened longevity were the result of high atrial rate sensing due to the patient's atrial arrhythmias. It was recommended to monitor the battery status after 90 days pending a device replacement procedure. It was previously communicated that due to the patient's terminal cancer and expectancy of less than 4 months, a replacement procedure would not be performed. The patient's condition has since improved substantially and a replacement procedure was subsequently performed to resolve the event. No additional adverse patient consequences were reported. The device was received for analysis.